Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the system fault (sf223) error message and the device failure to complete its internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 223 indicating a peep blower failure in the pneumatic block. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 223 was most likely due to a defective peep motor assembly in the pneumatic block. The peep motor failure was due to an isolated component failure within the main circuit board (pcb) and motor assembly defects. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.